Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. However; there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify the reported via logged in the device¿s memory, but was unable to duplicate. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.